Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that prolonged high blood glucose levels caused damage to her legs, feet, and kidneys. The customer is now taking medication as a result of the kidney damage. The reported blood glucose reading was 298 mg/dl at the time of the report. The customer declined to perform troubleshooting. The customer stated that an issue with the infusion set caused her injuries. Nothing further was reported.